Event description:
It was reported by the customer that their insulin pump was alarming motor error. Customer stated that device alarmed during bolus delivery. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 363 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No motor error alarm noted. The motor passed the motor test. Intermittent button response due to moisture damage keypad traces. No unexpected numbers ramping/scrolling on their own noted. The device was received with cracked display window corner, battery tube threads, reservoir tube lip, and minor scratched display window.